Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years 4 months post implant of this aortic bioprosthetic valve, the patient presented with shortness of breath, edema, and heart failure. The physician noted stenosis of the valve and increased gradients (peak gradient of 84mmhg; mean gradient of 43mmhg). The device was replaced valve-in-valve with transcatheter valve. No additional adverse patient effects were reported.